Event description:
It was reported that the customer was hospitalized due to ketones and high blood glucose of 410mg/dl. The customer was experiencing unexplained high glucose for several hours. Troubleshooting was performed. The customer stated that the insulin pump alarmed frequently no delivery. The programming was correct and the daily totals matched to the bolus and basal. Ran a fixed prime test and passed. The mother stated that the customer was disconnected from the insulin pump and treated with manual injections to bring down his glucose level. The caller stated that she will contact his doctor to make adjustments to the insulin pump settings. Advised the mother to call back when the tubing clamp arrives to perform the high pressure test. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.